Event description:
Facility reported they had an incident of what they believed to be toxic anterior segment syndrome (tass). This is for one of three reports being filed for this facility. This manufacturer report number is 3002037047-2006-00066, the other manufacturer report numbers are: 3002037047-2006-00065, 3002037047-2006-00067. The facility does not know the cause of the event, however they put their viscoelastic solutions on 'hold' and want to verify the products are safe for use. They are not blaming product.

Manufacturer narrative:
An unopened, intact sample was received from the user facility. The returned product and retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot. There are no similar reports for this lot.